Event description:
Reported as straight shots. Per conversation with complaint contact the scrub nurse who was in the procedure said instrument wouldn't load properly-possible wire in tip.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusions can be drawn at this time. A follow up report will be submitted upon completion of the evaluation.